Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: phone_control_ios. Omnipod 5 software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized due to diabetic ketoacidosis. The patient had undergone a dental procedure on (B)(6) 2026, and was taking an unspecified steroid. No additional information regarding date of event, blood glucose levels, pod wear duration, medical treatment, or clinical findings was provided despite multiple good-faith attempts to obtain further details.